Event description:
No medical intervention was required for this event. The customer declined to provide the patient's weight.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record (DHR) was reviewed for this lot. There were no events noted in the DHR that would have affected product quality. Root cause: this disposable set was unavailable for specific root cause analysis. Based on the rdf analysis of the first procedure (see report 1722028-2012-00642) and information provided by the customer, the incorrect clamp (white clamp on needle line) was closed during the air evacuation process, allowing air to enter the sample pouch. Per the rdf analysis of the first procedure, the trima accel system functioned as intended and alerted the operator to this condition. If air enters the sample bag during the air evacuation sequence during air removal and the operator does not follow the instructions to express the air through the needle line, a small volume of air will remain in the sample bag. When the operator opens the needle clamp to connect the donor and performs blood diversion, even if the sample bag was not expressed, blood will still flow into the sample bag as long as there is adequate access at the venous site because the venous pressure will exceed the remaining pressure in the sample bag. In this case the operator may not obtain as large of a sample as normal due to the air volume already in the bag. After blood diversion and donor sampling, the operator is instructed to disconnect the sample bag. There is no longer any risk of this air getting into the draw or return lines. Corrective/preventive action: it is suggested that the operator closely follows the directions on the screen, if this alarm occurs in the future, ensure that there is no air in the sample bag and follow the suggested actions on the on-screen instructions. If there is air in the sample pouch, make sure to purge the air from the sample pouch and then continue the procedure.

Event description:
The customer reported that early during the procedure, the incorrect bag was clamped. Patient weight is unavailable at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to device malfunction, in the form of operator error, that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.